Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a popliteal aneurysm using px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a px slim through another manufacturer¿s catheter, the physician experienced resistance and the px slim would not advance through the catheter; therefore, it was removed. Upon removal, the physician noticed that the tip of the px slim was broken. The procedure was then completed using additional coils with no microcatheter. There was no adverse effect to the patient.

Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was fractured approximately 123.0 cm from the hub (figure 1) and ovalized from approximately 145.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device revealed it was fractured. This damage likely occurred due to forceful advancement of the px slim through a non-compatible guide catheter. The px slim instructions for use (IFU) indicate that the px slim should be used with a guide catheter of minimum inner diameter (ID) of 0.053¿. If a guide catheter with an ID smaller than 0.053¿ is used, resistance will likely be experienced while advancing the px slim, and the px slim may become damaged. The non-penumbra catheter mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.